Event description:
It was reported that a patient presented to a follow up with low sensing on the right ventricular (rv) lead. Device data was sent to technical services, which confirmed the low intrinsic sensing amplitude of the rv lead and also noted episodes of oversensed noise from the lead. It was recommended to perform lead integrity testing, such as provocative maneuvers, to confirm noise artifacts and any changes in lead sensing or impedance. A rv lead revision was also discussed and will likely be performed. Additional information was requested, but not yet received. No patient consequences were reported.